Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient¿s peritoneal dialysis nurse (pdrn) called into technical support to request a new cycler for the patient. The patient has a programmed fill volume of 2000 ml, however was reported to have drained out 4500 ml. This drain volume is 225% the patient's prescribe fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. It was reported that an alternate treatment option, manuals, was available. Additional information was requested, however to date not provided.

Manufacturer narrative:
Additional information: b5 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient¿s peritoneal dialysis nurse (pdrn) called into technical support to request a new cycler for the patient. The patient has a programmed fill volume of 2000 ml, however was reported to have drained out 4500 ml. This drain volume is 225% the patient's prescribe fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. It was reported that an alternate treatment option, manuals, was available. Upon follow up, the patient confirmed that they did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete their peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Although there were visual indications of dried fluid within the cassette compartment, there were no visual indications of particulates and no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent a system air leak test and valve actuation test and was found to meet product specifications. Load cell verification testing was performed with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. There was dried fluid within the recess of the bottom cover adjacent to the pump, however the cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.